Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the 30-degree endoscope was found to have recognition failure. The same endoscope was able to be used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the procedure, so the patient was not involved. There was no report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint " recognition failure." The endoscope was received with non-readable radio frequency identifier (rfid) chip. Rfid chip is not recognized by software. The endoscope had mechanical damage to distal illumination fiber. Fragments of the fiber optic were found to be missing. The root cause of this failure was found to be mishandling/misuse. Verification of the si endoscope product via system logs cannot be performed because si endoscope product details are not captured in the system log. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The customer provided an image of the endoscope, but the potential damage cannot be seen nor determined based on the image. This complaint is being reported due to the following conclusion: it was identified through failure analysis that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.